Manufacturer narrative:
Corrected data: d4 UDI number. One device was received for evaluation. Review of the event history log revealed that the device wasn't in use in nov 2023. Functional testing was unable to duplicate the problem. No further action was taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a teenage patient had independently gained access to administer the pump and had changed (increased) the dosage of a morphine-like drug. The patient had to be admitted to akershus university hospital for 2 weeks for detoxification. There was patient involvement and there was patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.